Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016 - per sales rep, facility reported that during placement of a PICC the rn went to thread the peal away sheath over the guidewire, she lost track of the wire and it migrated up the patients arm. The patient was taken to the o.r. To retrieve the guidewire. On (B)(6) 2016 - additional information received from facility stated, "the PICC wire was removed and a PICC inserted. No problems to the patient."